Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-10-05 the representative further reported in response to the reason/cause for the motor in 2014 and if the patient had an MRI on (B)(6) 2014 the representative reported yes, the patient had an MRI but then reported that "after the first control (two months later) the representative noticed the motor stall." In addition, the specific date of the MRI when inquired of 2014 and 2016 was not provided. However, the patient related that she had an MRI scan in (B)(6). The patient did not experience any symptoms as a result of the 2014 motor stall. In regards to the relationship between the 2014 and the 2016 motor stall the representative reported that they had not read the pump again after the first motor stall and that the physicians directly organized the replacement. The patient's MRI was done because of her disease. Currently, the patient was doing "fine."

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient in (B)(6) who received unspecified baclofen with a concentration of 500 mcg/ml and a dose of 30 mcg/day medication via an implantable pump. The implant and explant dates were not known. The patient¿s medical history was not known and the patient¿s concomitant medications could not be obtained. On (B)(6) 2016 during normal use at a follow-up visit, the pump was read and it had registered a motor stall. The dose was so low that the patient did not perceive a significant loss of therapy. A magnetic resonance imaging exam was done and was not notified to the physician, so no afterward pump reading had been done. The pump logs provided from (B)(6) 2016 noted that a motor stall had occurred on (B)(6) 2014 at 12:00 and recovered that same day on 12:35. Another motor stall occurred on (B)(6) 2016 at 14:22 and a stopped pump period may exceed tube set occurred on (B)(6) 2016 with a recovery noted on (B)(6) 2016 at 12:15. The physician decided to schedule a replacement for the patient¿s safety. At the time of the report the issue was resolved and the patient¿s status was noted as alive-no injury. The pump explant was reported as completed.

Manufacturer narrative:
Analysis identified no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.